Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with angina and an angiogram revealed 96% stenosed, heavily calcified, heavily tortuous, de novo, proximal marginal artery lesion. The vessel was pre-dilatated using a semi-compliant balloon and a 2.75 x 15 mm xience prime stent was deployed; however, a stent edge dissection was noted. A second xience prime stent was used as treatment without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.